Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrointestinal to the service center with no reported complaint. During inspection of the device, foreign objects on the elevator wire was observed. It was determined that the elevator wire needed to be replaced. There was no patient involvement.